Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that asystole was observed due to the implantable pulse generator (ipg) failing to pace during an implant procedure. The ipg was attempted but not used. The device was replaced. No further patient complications have been reported as a result of this event.